Event description:
(Open radical prostatectomy). Surgery indicated that jaw (electrode) detached during the procedure. The instrument had been aplied, for approx 100 seals. He indicated that the jaw became sticky and seal cycle was alarming progressively more. Another instrument was opened and procedure was completed.